Manufacturer narrative:
Other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3986a, lot# n268176, implanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3987a, lot# n105368, implanted: (B)(6) 2007, product type: lead. Product ID: 3987a, lot# n0037617, implanted: (B)(6) 2007, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for complex regional pain syndrome type I, cervical radiculopathy, and spinal pain. The patient reported they were seeing the poor communication screen on the patient programmer (pp), and weren't able to communicate with the recharger. The last successful recharging session was two months prior which was also the last time they felt stimulation. Additional information received from the device manufacturer's representative (rep) stated that the patient was instructed to do a physician's recharge mode (prm) at home. The patient called patient services and reported he has fusion in his neck and upper middle back from c2 to t1. He was supposed to keep his head straight up and down and he was not able to do it. Whenever he moves, even a millimeter, and moves the wrong way, the countdown stops. He had to move the antenna around until the countdown starts again. The patient wanted to troubleshoot the interruption. The patient tried to call the rep but was unable to reach her. The rep stated the patient was shown how to do this in the office, but stated he would not stay in the office to do it. The rep stated she would call the patient to take care of it. Additional information stated the rep showed the patient how to do the reset in the office as he had let both of his batteries go dead. He did not agree to do the reset in the office and stated he would do it at home. The patient did not voice any other concerns or problems during the visit. The rep was on the phone with him when his device went into normal charging mode. It was unknown if he had charged his other battery at this time. The consumer reported the patient met with a manufacturer's representative (rep) on (B)(6) 2015 and the patient's two implantable neurostimulators (ins) were in overdischarge. The patient's right lower lumbar has a second back up ins. The patient wanted pain control. The patient went home to do the steps to get the inss out of overdischarge and had problems. The patient states this was going on for a long time and needed to control his pain. The patient has had pain since 1992. Additional information received from the manufacturer's representative (rep) reported the rep had an appointment with the patient on (B)(6) 2015 to help him charge his devices. Additional information was received by the patient on (B)(6) 2016 reporting that the patient saw their pain management hcp yesterday. During the appointment the hcp authorized the patient to have both of their scs devices replaced. The patient had not had a chance to charge both of their inss due to being in the hospital so much for the last 4 years. It was clarified that the hospitalizations were unrelated to the device or therapy. The hospitalizations were due to 3 neck and spine surgeries. Because of the unrelated surgeries and the patient going to rehab, they had not charged. The patient stated that both ins devices were overdischarged. Initially the patient reported that it was the first overdischarge. They then stated it was the third overdischarge. This information was not clear. The patient requested a new manufacturer representative to be present at the surgery that will occur after (B)(6). The patient stated that they had 2 leads on the left hip ins with one lead going to the neck and one lead going to the food. It was reported that the implants were originally done because of the patient's forklift injury. Reference report 3004209178-2016-07793 for the other ins system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.